Event description:
The following was reported to arjohuntleigh by the materials management representative: on (B)(6) 2013, the patient right head side rail would not lock in the up position and the patient slid off of the bed. There was no injury to the patient or caregiver. This is being reported because any time there is a patient exit from a bed there is a possibility that a serious injury could occur. At the time of this report a malfunction had not been confirmed.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of november 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Manufacturer's complaint reference: (B)(4). Additional information will be provided upon conclusion of the manufacturer investigation. Other - possibility of serious injury or death if the event were to recur.